Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix light plug device may have caused or contributed to the reported event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. On (B)(6) 2018: the patient underwent an additional surgery to remove the perfix plug and again repair the right inguinal hernia. On (B)(6) 2018: the patient underwent a right scrotal orchiectomy, as a result, the patient was injured severely and permanently. Patient has suffered and will continue to suffer physical pain and mental anguish. Patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments.